Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet holder on the onetouch lancing device was damaged. This complaint is classified according to the documentation of the customer care advocate and the follow-up conducted on (B)(4) 2014. Reportedly, the patient used the subject lancing device for the past 8 years before it was damaged. After the subject lancing device was damaged, the patient managed his diabetes with the usual dose of lantus and novolog insulin. According to the patient was unable to obtain his blood glucose reading on the day of concern due to the lancing device issue. In addition, his blood glucose meter was not working. He reportedly was hospitalized and treated for a low blood glucose reading of 20 mg/dl via a PICC line. The lancet holder issue was not resolved with training. This complaint is being reported because the patient was treated for hypoglycemia after the lancing device issue began. The lancet device was replaced and requested back for investigation.